Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 80% stenosed lesion in the proximal circumflex. Reportedly, the bmw elite guide wire was advanced about 30 cm into the patient with no resistance noted. The guide wire separated in the patient and the separated portion was removed with a snare device. A non-abbott guide wire was used for the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.